Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240/2367 (air in set) during dwell 2 on the home choice (hc). The technical service representative (tsr) instructed the home patient (hp) to cycle the power and the system error 2367 alarmed. The tsr advised the hp to disconnect from the machine and the hp had already spoke to the peritoneal dialysis nurse (pdn). The hp would perform manual exchanges to complete therapy. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is not confirmed because disposable set was not returned to baxter for evaluation, lot number was not provided for a batch review and user did not describe any types of use errors or other issues that might have caused the reported event. The assignable cause is undetermined.